Event description:
It was reported that during a superion indirect decompression implant procedure, it was found the patient had thick bone and a slight angulation of the spinous process. When the spacer was inserted, the spacer spindle cap popped off. The device was removed and a new spacer was successfully implanted. The spacer will not be returned as it was disposed of by the medical facility.